Manufacturer narrative:
Product not yet returned for evaluation. (B)(6).

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 84 to 165mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of lo. Verified storage of product is within instructed specification since they are kept in the living room. Test strip lot MFR's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation and product evaluated was complete. Black chemistry observed. The most likely underlying root cause of this malfunction was due to improper storage.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 84 to 165 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of lo. Verified storage of product is within instructed specification since they are kept in the living room. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.